Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the product condition. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 8:39 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows. She mentioned that her bg usually in the mid-100's mg/dl after her workout and her bg was never this high (280 mg/dl). She decided to deactivate the pod when her bg reached 312 mg/dl. The adhesive was wet and she could smell insulin. Upon inspection she noticed the insulin dripping from the pod and she could not tell if the cannula was inserted properly into the infusion site.